Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the interrogation could not be successfully completed and transmitted for the patient's implantable pulse generator (ipg). During troubleshooting, the smart app was used to successfully send interrogations from other patients at the facility. However, the patient's ipg never successfully sent. No interrogations have successfully completed from this ipg. The ipg remains in use. No patient complications have been reported as a result of this event.